Event description:
It was reported by pt's rep that pt required revision or right total knee implant, allegedly due to screw disassociation from locking polyethylene component into the knee joint. In 04 after review of the operative note it suggested that te posterior stabilizer post "had been broken". No device has been returned to date to verify operative note findings.